Event description:
According to the reporter, the device was being used to monitor a patient when the device shut down on its own. The report states that emts turned it back on and the service light came on, then it shut down again. The patient was not experiencing an abnormal rhythm at the time of the incident and was not harmed.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. The reported problem could not be confirmed or reproduced and root cause could not be determined. The device was returned to the customer for use.